Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to rinseback of the pt's blood not being performed due to air in the circuit and possible clotting. The air is attributed to a loose connection made by the operator. The user's guide instructs the operator to tighten and recheck all fluid lines and connections. The cycler alarmed appropriately to air in the circuit. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. The air was observed entering from a loose connection at the arterial pressure pod. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 50cc. No medical intervention was required.